Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality control data was provided for only one level of control and this was within range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer performed preventive maintenance, cleanings, and adjustments on the analyzer. Performance testing was within specifications. The customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The specific date of the event is not known. The first sample was initially tested in mid (B)(6) 2022. The first sample initially resulted in an estradiol value of 2700 pg/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting in a value of 400 pg/ml. The repeat value was deemed correct based on the clinical picture of the patient. The second sample initially resulted in a value of > 3000 pg/ml accompanied by a data flag on approximately 07-jul-2022. The sample was repeated, resulting in a value of 250 pg/ml. Both values were verbally provided to the doctor and the doctor deemed the repeat value to be correct based on the clinical picture of the patient. The third sample initially resulted in a value of > 3000 pg/ml on 15-jul-2022. The sample was automatically diluted 1:10 and repeated, resulting in a value of 250 pg/ml. The sample was then poured into a cup, placed on top of a tube, then repeated, resulting in a value of 85 pg/ml. The customer did not know which value was correct. All three results were verbally provided to the doctor. The estradiol reagent lot number and expiration date were requested, but not provided.